Event description:
Patient developed positive skin test and hypersensitivity at injection sites after receiving collagen treatment. Routine follow up indicates that patient claims pt continues to experience flare ups of their symptoms periodically. Physician has not been able to confirm symptoms due to their periodic nature. Event is being reported in good faith as symptoms allegedly persist more than two years after onset.